Manufacturer narrative:
(B)(4). This is one of two devices reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced injuries including alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the product administered to the pt during dialysis treatment.